Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number was not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used the femoral neck system to fix a femoral neck fracture. The desired implant length was not available in the hospital, so he decided to use a longer implant. The operating room (or) nurse set up the reamer to drill for the chosen longer implant length and not for the originally shorter measured length. Reamer was stopped after having penetrated the hip joint. Concomitant device: femoral neck system (part 04.168.100s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
According to professor stoffel, the error occurred due to a miss-communication between him and his operating room-nurse and was not caused/initiated by the product. Therefore, he does not wish to report the case and disclose more information.